Manufacturer narrative:
The creatine kinase (ck) and glucose reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the sample probe was very dirty and bent. The fse exchanged and adjusted the sample probe and completed confirmation testing. The module was running within specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatine kinase (ck) and glucose hk gen.3 results from the cobas c 503 analytical unit from the same patient. The initial ck result was 5.25 u/l, and the repeat result was 53.8 u/l. The initial glucose result was 3.25 mg/dl, and the repeat results were 6.14 mg/dl and 78.7 mg/dl.